Event description:
Patient was revised to address loosening of asr cup. Update: (B)(6) 2011 - litigation papers received. They allege that doi was (B)(6) 2006. Additionally, it is alleged that the acetabular cup had migrated into the pelvis, and that the implant had generated excessive metal debris in patient resulting in high levels of metal ions in patient's body.

Manufacturer narrative:
The report states: patient was revised to address loosening of asr cup. Doi: unk - dor: (B)(6) 2010 (left side). Update: (B)(6) 2011 - litigation papers received. They allege that doi was (B)(6) 2006. Additionally, it is alleged that the acetabular cup had migrated into the pelvis, and that the implant had generated excessive metal debris in patient resulting in high levels of metal ions in patients body. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.